Event description:
It was reported that during the lead insertion phase of the spinal cord stimulator implant procedure, the tuohy needle was advanced too far into the epidural space. This caused a dura puncture and cerebrospinal fluid leak at the thoracic 12, lumbar 1 level. The physician also attempted the opposite side of the same level, and caused another dura puncture and cerebrospinal fluid leak. There were a total of three dura punctures. Due to the amount of cerebrospinal fluid leak, the physician decided to perform a blood patch back into the epidural space, and the implant procedure was cancelled. The patient experienced some minor postural headaches for approximately two days post-operatively. She has fully recovered with no other symptoms related to the cerebrospinal fluid leak.